Event description:
It was reported that the patient presented for a scheduled check with two alerts of extended charge time. Considering device replacement was recommended. It was also recommended if at risk for hv therapy to turn off hv therapy and fit the patient with external defib support until the device can be changed. Subsequently, high capture thresholds and marginal r-wave sensing on the rv lead was discussed. Physician plans to extract the lead due to the age of the patient and the need for more years of hv therapy and pacing. Further information notes that explant date has not been scheduled.